Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2013, a trifecta valve was selected for implant. On (B)(6) 2020, the patient presented to the hospital and was diagnosed with moderate/severe aortic regurgitation due to deterioration of the trifecta valve. A repeat procedure was scheduled and successfully performed on (B)(6) 2020. The patient was reported to be discharged.

Manufacturer narrative:
An event of regurgitation and structural valve deterioration was reported. A more comprehensive assessment could not be performed since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.